Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to hard fault. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure using an xi system, the customer encountered c-26 errors on the integrated electrosurgical unit (iesu) or erbe for both procedures. The issue was reported to dvstat after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs to investigate further, but the errors were not present. The procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned for failure analysis, and the issue was confirmed using system logs, which revealed error c-26. Functional testing revealed that the unit powered on normally and successfully and cauterized across all ports and instruments without issue. Additionally, a review of the internal erbe error log showed the presence of c-00. The complaint was confirmed based on failure analysis. The root cause could not be determined based on failure analysis; however, the issue is likely due to an operational issue within the erbe.